Event description:
The customer reported twelve pc units that are alarming with either 133.6080 or 133.6090 error codes. This was no report of patient involvement.

Manufacturer narrative:
The reported event of error codes 133.6080 or 133.6090 file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. (B)(4).

Event description:
The customer reported twelve pc units that are alarming with either 133.6080 or 133.6090 error codes. This was no report of patient involvement.